Manufacturer narrative:
Sanofi company comment dated 18-jan-2022: this case concerns a female patient who was on treatment with hylan g-f 20, sodium hyaluronate and reported to have hypersensitivity. The information in the case is limited, hence, the causality for the event cannot be established. Detailed information regarding other concomitant medications, relevant medical history and clinical course of the event would aid in better assessment of the case.

Event description:
Allergic reaction on last synvisc injection [allergic reaction to drug] ([knee pain], [knee swelling]). Once receiving the cortisone shot face became swollen as well [swelling face] . Case narrative: initial information received on 05-jan-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: 64640; country: (B)(6). Study title: patient support program involving synvisc. This case involves adult female patient who experienced allergic reaction on last synvisc injection and once receiving the cortisone shot face became swollen as well while being treated with cortisone and with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc in right knee (hylan g-f 20, sodium hyaluronate) injection dosage, frequency, route intra-articular (lot - unk) for osteoarthritis. The patient did not recall the date but did say it was a few years ago. On an unknown date, patient had an allergic reaction (drug hypersensitivity) on her last synvisc injection, was unsure but believes it was synvisc injections (not synvisc-one) she received. Reportedly, her knee would not absorb the injection, it became very swollen and was very painful (arthralgia and joint swelling), then received cortisone to help her knee which she then had a reaction to as well. Once receiving the cortisone (start date, formulation, dosage, frequency, route unknown) shot her face became swollen as well (facial swelling). Seriousness criteria for drug hypersensitivity and symptoms of arthralgia and joint swelling was intervention required. Action taken with cortisone (cortisone) was unknown. Corrective treatment- cortisone for hypersensitivity and its symptoms and not reported for facial swelling. At time of reporting, the outcome was recovered / resolved on an unknown date for the event allergic reaction on last synvisc injection and was recovered / resolved on an unknown date for the event once receiving the cortisone shot face became swollen as well. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 06-jan-2022 for product synvisc. Batch number; unknown. Sample status: not available and ptc stated the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required.it was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 18-jan-2022 with summary code as no assessment possible. Reporter causality- not reported. Company causality- reportable for allergic reaction on last synvisc injection; not reportable for rest all the events. Additional information was received on 18-jan-2022 from healthcare professional. Global ptc result, form and strength added. Text was amended accordingly based on information received on 18-jan-2022. Company causality for the event of allergic reaction on last synvisc injection was updated to reportable from not reportable. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 02-sep-2022: follow up information received does not change prior case assessment. This case concerns a female patient who was on treatment with hylan g-f 20, sodium hyaluronate and reported to have hypersensitivity. Based on the clinical profile of suspect product and type of event reported, causal relationship was assessed as reportable. Detailed information regarding injection dates, event onset, latency, other concomitant medications, relevant medical history and clinical course of the event would aid in better assessment of the case.

Event description:
Allergic reaction on last synvisc injection [allergic reaction] ([knee pain], [knee swelling]) once receiving the cortisone shot face became swollen as well [swelling face] case narrative: initial information received on 05-jan-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6). Study title: patient support program involving synvisc. This case involves an adult female patient who had allergic reaction on last synvisc injection and once receiving the cortisone shot face became swollen as well while being treated with cortisone and with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc in right knee (hylan g-f 20, sodium hyaluronate) injection via intra-articular route (dose, frequency, lot, expiry date - unknown) for osteoarthritis. The patient did not recall the date but did say it was a few years ago. On an unknown date, patient had an allergic reaction (hypersensitivity, required intervention and medically significant) on her last synvisc injection, was unsure but believes it was synvisc injections (not synvisc-one) she received. Reportedly, her knee would not absorb the injection, it became very swollen and was very painful (arthralgia and joint swelling, required intervention and medically significant), then received cortisone to help her knee which she then had a reaction to as well. Once receiving the cortisone (start date, formulation, dosage, frequency, route unknown) shot her face became swollen as well (facial swelling). Action taken: unknown for both the suspect products for all the events corrective treatment- cortisone for allergic reaction on last synvisc injection and not reported for facial swelling. At time of reporting, the outcome was recovered on an unknown date for both the events reporter causality- unassessable for allergic reaction on last synvisc injection, not reported for once receiving the cortisone shot face became swollen as well company causality- reportable for allergic reaction on last synvisc injection; not reportable for once receiving the cortisone shot face became swollen as well. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 06-jan-2022 for product synvisc. Batch number; unknown. Sample status: not available and ptc stated the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: 18-jan-2022 with summary code as no assessment possible. Additional information was received on 18-jan-2022 from healthcare professional. Global ptc result, form and strength added. Text was amended accordingly. Based on information received on 18-jan-2022. Company causality for the event of allergic reaction on last synvisc injection was updated to reportable from not reportable. Text amended accordingly. Additional information was received on 02-sep-2022 from other healthcare professional. Overall reporter causality was updated to unassessable from not reported because reporter causality was updated for event of allergic reaction on last synvisc injection. Text amended accordingly.